Manufacturer narrative:
Qn# (B)(4). The facility has communicated that the device is not available for evaluation. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528236 visistat 35w non-sterile lot# 73a1900451 the staplers were functionally inspected (fired) and issue reported "staples don't come out properly" was not observed in the current manufacturing process, the staples were loaded and released correctly. The device history review for the product visistat 35w non-sterile lot # 73b1800441 investigation did not show issues related to the complaint. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that three pieces of skin staplers do not work properly. Staples do not come out properly and staples do not staple. Every fourth stapler does not work correctly on average.